Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient was hospitalized following shocks from the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was consulted to review the episodes. Upon review ts found several appropriate shocks with functional undersensing earlier in the month, however most had functional undersensing due to varying amplitude. Currently there were several episodes stored due to double detection, t-wave oversensing and varying amplitudes. This led to both untreated episodes and multiple inappropriate shocks. There was also an inappropriate shock due to atrial fibrillation (af) with rapid ventricular response (rvr). Ts discussed troubleshooting and programming options along with considerations on how to treat the patient's underlying condition. The s-ICD remains in service and no additional adverse effects were reported. The initial reporter information is unknown at this time. Requests for this information are being made. No additional information is available. If additional information becomes available the report will be updated at that time.